Event description:
The customer reported that their analyzer experienced "notable warming" when batteries had been placed into the analyzer incorrectly. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
The customer provided admission of user error (improper battery installation) which led to the overheating of the analyzer. The customer also noted that they used the analyzer again when inserting batteries in the proper orientation and it did not overheat. The customer complaint of overheating could not be duplicated when investigated with the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.